Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error was reported with the adc device. Customer reported no message appears on the device and therefore was unable to obtain readings. As a result, the customer experienced shaking, their legs and arms "flying over the place" and loss of consciousness and was unable to self-treat. The customer was in contact with a healthcare professional (hcp) who obtained "1.5" on their hcp meter and provided the customer with unspecified medication via injection for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error was reported with the adc device. Customer reported no message appears on the device and therefore was unable to obtain readings. As a result, the customer experienced shaking, their legs and arms "flying over the place" and loss of consciousness and was unable to self-treat. The customer was in contact with a healthcare professional (hcp) who obtained "1.5" on their hcp meter and provided the customer with unspecified medication via injection for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.